Event description:
Medtronic received a report that during the stroke case there was a major issue with the navigation of react catheter, so after trying a few times it was taken out and a competition product was used. There was friction during delivery of the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of stroke. Access vessel was the internal carotid artery with a 4.5mm diameter. It was noted the patient's vessel tortuosity was severe. Additional information was received stating that the cause of the navigation issue was not determined. Ancillary devices include a neuron max sheath, phenom microcatheter, and traxcess guidewire.

Manufacturer narrative:
H3 product analysis: as found condition: the react-71 catheter was returned for analysis within a shipping box, within an opened react-71 outer carton, within an opened react-71 inner pouch and within a dispenser coil. The neuron max 088 catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damage or irregularities were found with the react hub. The react-71 catheter body was found accordioned and stretched between ~35.6cm and ~19.0cm from the distal tip. A cut or break was found at the distal tip. No damage was found with the marker band. Testing/analysis: the react catheter total length was measured to be ~148.5cm and the usable length was measured to be ~141.7cm, which is no longer within specification (total: 141cm ±. 3cm; usable: 132cm +3cm/-0cm). It is likely the stretching contributed towards the out of specification. The outer diameter of the react-71 distal end was measured to be ~0.0785¿ which is within specification (specification: max od = 0.0855¿). A 0.067¿ mandrel was inserted into the catheter hub, through the catheter body and became stuck at the distal tip. Resistance was encountered at the accordioned section. Conclusion: based on the device analysis and reported information, the customer report of ¿difficulty navigation¿ could not typically be confirmed through device analysis. Possible causes are patient vessel tortuosity, damage to guidewire, or lack of continuous flush. Customer reported all devices were prepared per IFU, and patient vessel tortuosity as severe. It is possible the reported severe patient tortuosity contributed towards the resistance. The catheter was found accordion/stretched, potentially caused by the reported resistance. The distal tip was found broken/cut, potentially contributing towards the difficulty navigation. However, it is also possible the break was caused during the attempt to advance against the reported resistance. The cause of the break could not be determined. As the traxcess guidewire and neuron max 088 catheter used during the event were not returned for analysis, any contribution of the guidewire/catheter towards the difficulty navigation could not be assessed. The traxcess guidewire and neuron max 088 catheter are compatible for use with the react-71 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.